Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient complained of heating in the area where the scs ipg was implanted. Reportedly, the patient stated the heating occurred during different times of the day, with no relation to charging or whether the stimulation was on or off. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Follow-up identified that surgical intervention was undertaken on (B)(6) 2018 wherein the patient¿s ipg was explanted and replaced with a new ipg. The patient¿s issue was resolved and therapy was reportedly resumed postoperatively.